Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The perceived root cause of the valve landing too ventricular and subsequent pvl was the bicuspid valve and poor coaxiality prior to deployment. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(4), a 26 mm sapien 3 valve was implanted by transfemoral approach in aortic position in a patient with functional bicuspid aortic native valve. The valve was implanted too ventricular due to poor coaxiality caused by the very horizontal left ventricle. At the end of procedure, echo detected a moderate-severe paravalvular leak but the patient was stable. On pod5 it was decided to explant the sapien 3 valve and implant a magna edwards 25 surgically. Patient was doing well after procedure.

Manufacturer narrative:
Procedural cine and pre-op CT images were provided for review. CT images provided were taken during the diastolic phase 60%. The native aortic valve appears to be a bicuspid type I. The annulus area should be taken in systolic phase (20-30%) per the IFU. In this case, due to the horizontal aorta, large sov (average 36mm), the CT measurement of the area in diastole (26mm/29mm), and poor coaxiality due to anatomical conditions, could indicate the implant of a sapien 3 29mm valve. The complete cine study was not received. Images received confirmed the patient¿s horizontal aorta. No images were provided of valve deployment or post valve angio evaluation. Final valve position and pvl were unable to be confirmed as no tee images were provided.